Manufacturer narrative:
Additional information: b5, d9, g3, h2, h3, h6.one 13f agilis steerable introducer sheath was received for evaluation. Functional testing confirmed a leak in the hemostasis valve. The cap was removed from the hemostasis hub and the hemostasis seal was microscopically inspected. Tearing was noted in the side wall of the seal. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The IFU states: do not remove dilator or catheter rapidly. Damage to the valve may occur, potentially compromising hemostasis.

Event description:
This report includes an update to the health effect clinical codes.

Event description:
During transseptal puncture for a paroxysmal atrial fibrillation procedure with the agilis 13f introducer, an st elevation was noted. The physician had mentioned that the safety valve of the catheter insertion port of the agilis was not tight. Effortil and atropine were administered with additional cs pacing which resolved the arrhythmia. The physician decided to keep the agilis with maximal flushing. No visualization for air was performed. The procedure was completed successfully with no adverse health consequences for the patient.